Manufacturer narrative:
Baxter medina received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The device was found out of specification in relation to the system error 345 alarm experienced by baxter puerto rico which was not reproduced. System error 345 alarms were verified and found to be caused by a previous revision of the processor printed circuit board (pcb). The processor pcb was replaced to a new revision to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During preventative maintenance of a spectrum infusion pump device, at baxter (B)(6), it experienced a system error 345 (thermistor disparity). No additional information is available.